Manufacturer narrative:
This complaint has not been confirmed. Device not returned to MFR. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
Thanks for taking the time to speak to me today. As discussed, the dental protector that I purchased was at (B)(6). The upc code is (B)(4); the lot # is 041209. I will forward a copy of the receipt tomorrow. Many thanks for your help. Kind regards. (B)(4).